Event description:
The customer reported that while preparing the subject device use, the control knob was stiff. The unspecified procedure was completed using a similar device with no delay. There was no patient or user injury reported. The device was returned to an olympus service center for evaluation, service found foreign material in one of the channels and the distal end around the nozzle was dirty. This report is being submitted for foreign material and dirty nozzle, found during the device evaluation.

Manufacturer narrative:
Upon further evaluation, service found insulation resistance was out of specification due to a perforation in the connecting tube, and due to a missing part of the distal end cover (c-cover). The angulation in the up direction was out of specification due to wear of the angle wire. There was a gap in the up/down knob due to wear of the angle wire. A leak was observed due to damage at the distal end. A leak was observed due to a blockage of the instrument/suction channel. The suction volume was out of specification. The light guide bundle was not good, the light guide lens was broken, and the light guide lens was discolored. The rubber adhesive was broken. There was a crease in the connecting tube. The was a pinhole in switch #1. The universal cord had wrinkling. The air/water cylinder and suction cylinder were deformed. The adhesive around the lenses was worn. Service was unable to confirm the customer¿s reported stiff control knob. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: - the method of reprocessing conducted by the user facility was different from method recommended in the instructions for use (IFU). - staff of the user facility was insufficiently trained on device handling, included handling before returning device to the manufacturer, and reprocessing in accordance with the IFU. The IFU (reprocessing manual) states the following: "1.4 precautions: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them". Olympus will continue to monitor field performance for this device.